Event description:
An ocd lab specialist observed repeated biased hdlc qc results after calibration, during installation testing. Repeatedly, biased hdlc results may result in inappropriate physician action. No pt samples were affected. There was no report of pt harm as a result of this event.